Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 2 was deployed. Thirty-six hours following the deployment, the pt lost pedal pulses on the affected side. The pt was taken to surgery and collagen was removed from the artery. No further complications were reported.